Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: updated lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is may 26, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was delayed for ten (10) minutes. Procedure was successfully completed. Patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: flow: device interaction/ functional. Visual inspection: the 11.5mm/8.5mm protection sleeve for recon locking (p/n 03.010.075, lot # pe03466) was received at us cq. Upon visual inspection it was noticed that the protection sleeve was lodged in the aiming arm and is unable to be disassembled. The threads on the proximal end of the sleeve were stripped but that doesn't affect the functionality of the device. No other issues were identified with the device. Functional test: functional test was performed on the returned devices and the protection sleeve could not be remove from the aiming arm. The complaint can be replicated with the returned devices. Dimensional inspection: the external diameter of the sleeve was measured to check for any design discrepancies. Complaint confirmed? Yes. Conclusion: this complaint was confirmed as the protection sleeve was unable to be disassembled from the 11.5mm/8.5mm protection sleeve for recon locking (p/n 03.010.075, lot # pe03466). No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.010.075. Synthes lot # pe03466. Supplier lot # pe03466. Release to warehouse date: apr 13, 2018. Supplier: (B)(4). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during femoral recon nail system (frn) the protection sleeve and guide wire was lodged in the radiolucent aiming arm. A new set was used to complete the procedure without complication. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: trocar (part number unknown, lot unknown, quantity 1), frn nail (part number unknown, lot unknown, quantity 1), 8.5mm/3.2mm wire guide for recon locking (part number 03.010.076, lot unknown, quantity 1), radiolucent aiming arm/frn greater trochanter (part number 03.033.003, lot unknown, quantity 1). This report involves 1 11.5mm/8.5mm protection sleeve for recon locking. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5, h4, h11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown trocar (part# unknown, lot# unknown, quantity 1), unknown frn nail (part# unknown, lot# unknown, quantity 1), cam lock lever for radiolucent aiming arm (part# 03.010.497, lot# t164236, quantity 2).